Event description:
It was reported that during a surgical procedure at the user facility the smoke evacuator was not working. The procedure was completed successfully. No delay, no medical intervention, no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator was not working. The procedure was completed successfully. No delay, no medical intervention, no adverse consequences were reported with this event.

Manufacturer narrative:
The device was evaluated by a manufacturer field service technician and the reported event was confirmed.